Event description:
It was reported that there was noise on both the atrial lead and the right ventricular (rv) lead. The rv lead was inactivated and replaced. The atrial lead was inactivated but not replaced and the device was downgraded to a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead - implanted: 2008 (B)(6); (B)(4) implantable pulse generator - implanted 2008 (B)(6). (B)(4).